Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after setting up as usual, the locator/insertion sheath assembly was inserted into the artery and blood from the drip hole was observed. After removing the locator, the angio-seal device was inserted into the insertion sheath. However, the device stopped advancing a little past the middle. The device was removed from the patient and manual compression was applied to achieve hemostasis as there was no backup. Subsequently, hemostasis was successfully achieved by manual compression for one hour. When reattempting outside of the patient to insert the removed device into the insertion sheath, the device was able to be inserted fully into the sheath though there was heavy resistance during insertion. The procedure before deploying the device was ais. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.